Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00285 for the report of suspected pump thrombosis. (B)(4). Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 4 months post-implant, the patient was on reduced unspecified anticoagulation for an extended period of time due to recurrent gastrointestinal bleeding. The patient subsequently underwent a pump exchange due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
It was reported that the device was disposed of by the hospital and would not be returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.